Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose was 547 mg/dl, current blood glucose is 347 mg/dl and blood glucose at the time hospitalization was 490 mg/dl. It also stated that drive support cap was normal. The customer was wearing insulin pump during hospitalization and outcome of hospitalization was blood glucose came down to 297 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.